Event description:
A surgical technician reported a patient with transient light sensitivity syndrome (tls) in both eyes, six weeks following lasik treatment. The patient reported increased light sensitivity. The patient's topical steroid dosage was increased. In a follow up with an optometrist, she indicated the patient was last seen on (B)(6) 2014 and the event continued. The optometrist felt it would take at least one month with the patient using topical steroid drops for the event to resolve. The patient was scheduled to return in two weeks. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).